Event description:
As reported: planned revision of tibial component of previous smiles rotating hinge knee (2015) for loosening.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown tkr smiles tibial component was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-ray shows significant lucencies about the tibial stem consistent with a loss of fixation. Loss of fixation and failure of this tibial component stem is confirmed. No documentation regarding revision surgery was provided. The root cause for this mechanical complication cannot be determined from the documentation provided." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is planned to be revised due to loosening of the tibial component. A review of the provided medical records by a clinical consultant confirmed the event: "the x-ray shows significant lucencies about the tibial stem consistent with a loss of fixation. Loss of fixation and failure of this tibial component stem is confirmed. No documentation regarding revision surgery was provided. The root cause for this mechanical complication cannot be determined from the documentation provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.